Event description:
As reported by our qatar affiliates, during implant of a 23mm sapien 3 ultra valve in the aortic position by right transfemoral approach, a lot of resistance was felt at the tip of the esheath+ while inserting the commander delivery system with crimped valve. The procedure continued and the valve was successfully implanted. No patient injury occurred and the final patient outcome was stable but the tip of the esheath+ was found to be torn.

Manufacturer narrative:
The investigation is ongoing.